Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2011 due to elevated metal ion levels and possible leg length discrepancy as the neck length was extended. The acetabular cup, modular head and taper adapter were removed and replaced

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03421 & 03422).